Event description:
Customer stated that after filling reservoir, he bolused into air. Nothing exited. Then pushed on plunger alarm and bolused, still nothing exited. Customer did attribute high blood glucose to exercising and very little eating.